Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was clogged during the insulin injection. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "reported issue: needle bends easily, syringe plug gets stuck. Have to poke several times to get thru skin. Add info received on 17-oct-2023. 1st customer response. Are you able to provide the incident date? There was more than one date that the incident occurred. The incident occurred multiple times during the month of (B)(6). Was there a delay of, or change in, the course of treatment due to the event? Yes, provider would have to switch syringes due to needle bending and not penetrating the skin and provider/patient would need to make multiple attempts of injecting at the injection site. What type of procedure is being performed? Injection. What was the medication/fluid in use at the time of the event? Semaglutide".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was clogged during the insulin injection. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "reported issue: needle bends easily, syringe plug gets stuck. Have to poke several times to get thru skin. Add info received on (B)(6) 2023. 1st customer response. Are you able to provide the incident date? There was more than one date that the incident occurred. The incident occurred multiple times during the month of (B)(6). Was there a delay of, or change in, the course of treatment due to the event? Yes, provider would have to switch syringes due to needle bending and not penetrating the skin and provider/patient would need to make multiple attempts of injecting at the injection site. What type of procedure is being performed? Injection. What was the medication/fluid in use at the time of the event? Semaglutide".